Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at a concentration of 3.299 mg/day via an implantable pump for malignant pain and cancer pain. It was reported that the patient was having a MRI to verify the pump and catheter placement as the patient was having the pump replaced the next day. The pump was being replaced due to normal battery depletion. The MRI was not related to a problem with the device or therapy. The patient had concerns about volume discrepancy since implant. The patient would go in for a fill, the clinician programmer would show the pump had 3 cc left, but they would take out the medication there was always 7-8-9 cc left. The catheter was checked between the year 2010 and 2011 with fluoroscopy and a dye study. The catheter showed everything was fine. The patient reported numbness in the toes and feet that started about 3 months ago. The patient reported stool incontinence, which started over a year ago. The patient was not sure if it was just them or if it had something to do with the pump. The hcp stated that the patient was having a MRI of the l-spine to rule out granuloma. The patient was having back pain. The old medications in the pump were prialt and morphine at unknown concentrations and dosages.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2016-nov-03. A dye study was performed intraoperative and the catheter was revised. The patient was scheduled for elective replacement indicator (eri) of the pump. During the procedure, it was determined that the catheter needed revision. The patient did not report any symptoms. It was unknown if there were any environmental, external, or patient factors. The patient was receiving 10 mg/ml dilaudid at a dose of 0.5 mg/day, 250 mcg/ml clonidine at a dose of 12.49 mcg/day, and 5.0 mg/ml bupivacaine at a dose of 2.499 mg/day via an implantable pump. The issue was resolved at the time of the report and the patient status was alive with no injury. Additional information was received on 2016-nov-07 from jazz pharmaceuticals. The symptoms were unrelated to the intrathecal infusion. The patient was lymphedema/lymphadenopathy unrelated to intrathecal infusion. The patient had not had prialt.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.